Event description:
It was reported by service report that the lift-here labels were torn. The torn labels may no longer be legible. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: lift-here labels. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.